Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed the bicarbonate buffer test. Sensor failed per specification due to high readings. No broken or missing parts were observed during analysis.

Event description:
Customer reported that his sensor cannula broke and he doesn't know if it stayed in his body. Customer stated that his sensor was giving incorrect reading and calibration error. Customer stated that he removed the sensor and noticed that the cannula was not there. Advised to attempt to removed the cannula, or seek medical attention to removed it. Nothing further was reported.